Manufacturer narrative:
One portex uniperc percutanous kit and tracheostomy tube was returned for analysis in good condition. The outer diameter was measured 10 different time in different areas; confirming that the results were within specifications. Instructions for use (IFU) were reviewed. Based on the evidence the allegation was not confirmed. However, the root cause was believed to be due to assembly was done without lubrication which was is a conflict with the IFU.

Event description:
Information was received indicating that during placement of a smiths medical portex uniperc percutanous kit and tracheostomy tube, it was reported the obturator was unable to be inserted into the trach tube. There were no reported adverse effects.